Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that there was an atrial noise episode. The noise appeared more like an external noise than a lead problem. No adverse event to the patient was reported. It was further noted that this was the first transmission since (B)(6) 2017. No intervention was reported. The patient would continue to be monitored.